Manufacturer narrative:
Model number/catalog number:sc-2317-70, serial number: (B)(4), batch/lot number: 5104681/5104769, model/catalog description:infinion cx lead kit, 70cm, the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection and a pus pocket opened up the battery incision site was noted. The patient was prescribed antibiotics. The patient underwent an explant procedure and was doing postoperatively.